Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the pace/defib engine board was received. The reported malfunction was duplicated, and the pace/defib engine was replaced to remedy the malfunction. A replacement pace/defib engine board was sent to the customer's facility while the faulty pace/defib engine board was scrapped. Analysis for reports of this type has not identified an increase in trend.